Event description:
During c2-t5 spinal fixation surgery, at c7 level, during the rod reduction procedure, the must mini reduction device - short and rod reduction devices were disengaged from the pedicle screw. The reduction distance to perform was about 3 mm. The surgeon performed the rod bending again and completed the surgery without using the reduction devices. Due to this event the surgery was prolonged about 1 hour. Total surgery time was about 5 hours.

Manufacturer narrative:
Batch review performed on 31 october 2023. Lot 1951672: (B)(4) items manufactured and released on 21-oct-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot. Additional devices involved: must mini 03.75.10.0060 rod reduction device lot 1951672: (B)(4) items manufactured and released on 21-oct-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot. Must mini 03.75.10.1061 must mini reduction device - short lot 2262750: (B)(4) items manufactured and released on 10-may-2023. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot ((B)(4) devices involved in the present case).

Manufacturer narrative:
On the 9th of november 2023 we have received the items involved in the event. Visual inspection performed by r&d project manager: based on the event description, it was understood that rod reduction phase was really challanging and the devices slipped-off form from the screws head. Actually, it is not uncommon that this event occurs in specific circumstances because of the combination of factors like complex patient anatomy, the distance necessary to reduce the rod into the screw head and related resistance, as well as the closed positioning of adjacient screws that could interfere. Under these circumstances, the reduction manoauver could require uncontrolled manoeuver that might lead to instrument-implant matching failure with consequent procedure unsuccess. It would be suggested to perform an additional rod countouring in situ to easy correst rod positioning. During the visual investigation, the retrieved devices were checked by cq department which verified the conformity of dimension and tolerances. Additionally, a simulated sawbone workshop was performed to verify the overall functionality for reduction manoeuver. In conclusion, based on the investigation all the instrument devices were conforming to the technical specification.no specific issue were observed. From implant side, it was not possible to investigate potential issue at the interface because of device were not available. As a matter of fact, the mismatching and a potential interface damaging might affect the success of reduction manouever.

Manufacturer narrative:
Corrected data: on 15 february 2024, FDA informed us that the incorrect product code had been entered in the emdr form.